Event description:
It was further clarified that the same anchor that was stuck and turned inside out was the same anchor that was implanted in the patient. The anchor remains implanted and therefore no product return was expected at this time. The patient was now currently stable and ¿fine.¿ should additional information be received a supplemental report will be filed.

Event description:
It was reported that a catheter issue occurred as the dispenser tool with the anchor could not be taken off and the anchor could not be safely removed from the dispenser tool. The anchor had turned inside out. However, the anchor was implanted in patient and cerebral spinal fluid (csf) flow was shown. The physician stated the anchor was stuck and could not be removed safely from the dispenser tool. The location of the issue was noted as the distal segment. The catheter remains implanted and in-service. No action was required. The product issue was not resolved and the cause was not determined. No patient symptoms were reported and at the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested to clarify if the anchor that had the issue was the same one that was implanted or if another anchor was successfully implanted. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant product: product ID 8781, lot # 0208803761, product type catheter. (B)(4).